Event description:
It was reported that high, out of range hv lead impedance was observed. The lead was disconnected and reconnected and the high impedance remained. A new lead was connected to the device with the same result. The device was explanted and replaced. The patients condition was normal.

Manufacturer narrative:
The reported field event of an alert for high, out of range, hv lead impedance was confirmed in the laboratory. During analysis, the high hv lead impedance anomaly was lost. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the field event could not be determined.